Event description:
The rhv valve was observed to be loose and air was visible around the o-ring inside of the rhv and then air was introduced into the patient (contrary to the instruction for use). This occurred at the end of the procedure after all the other devices were removed from the patient's anatomy, during a final injection. The pt experienced an air embolism and ventricular fibrillation and had to be resuscitated (defibrillated). Reportedly, the patient is now doing fine. No other info was available.